Event description:
Consumer claims to have had ear pierced with the inverness system at a retail vendor. Sought medical attention for redness and swelling at the piercing site 36 days later. At this time oral antibiotics were prescribed 2 days later. They returned for medical attention and an incision and drainage was performed and oral antibiotics were continued. 5 days later, they sought medical attention for more swelling at the piercing site and i.v. Antibiotics were administered and a new oral antibiotics was prescribed.